Manufacturer narrative:
Internal file number - (B)(6). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The reported patient effect of perforation is listed in the hi-torque guide wires instructions for use as a potential adverse event associated with use of this device. Reportedly, the device was being used in the cardiac ablation procedure. It should be noted the hi-torque guide wires instructions for use (IFU) states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to deviation of the instructions for use (IFU) and subsequent circumstances of the procedure as it is likely that while performing a cardiac ablation for v-tach (against the IFU) interaction with the anatomy and/or other device or inadvertent mishandling resulted in the reported detachment. Reportedly, upon attempted retrieval of the wire, the pulmonary artery was perforated and the patient expired due to a pea arrest. It is possible the reported difficulties contributed to the reported patient effects, however a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. A clinical review was performed by an abbott vascular clinical specialist. In conclusion: a guide wire fracture occurred during the procedure. No information is provided on how the guide wire was used. Retrieval of the guide wire component was attempted, and it is reported that the pulmonary artery was perforated and the patient expired. There was not enough information provided to determine the relationship of the retained guide wire component to the patient death. In this case it appears the death is related to the retrieval procedure and the guide wire component only secondarily due to the separation at an earlier time point.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The location of the reported device was not provided; however, when information is received the investigation will be completed. A follow-up report will be submitted with all additional relevant information. User facility medwatch report #mw5083208.

Event description:
A user facility medwatch report was received which states, "while performing a cardiac ablation for v-tach, the hi-torque guide wire broke during withdrawal of the wire. The wire immediately migrated from the right ventricle to the pulmonary artery. This was not discovered until a month later when a chest x-ray was done. Upon attempted retrieval of the wire, pulmonary artery was perforated and patient expired due to a pea arrest." No additional information was provided.